Event description:
See initial MFR reports # 1640201-2020-0008 and # 1640201-2020-00010 complaint # (B)(4).

Manufacturer narrative:
Corrected data block h10: the initial MFR report # 1640201-2020-00008 in relation with the complaint (B)(4) was finally successfully received by FDA on 8 april 2020, and the MFR report # 1640201-2020-00010 was also successfully received on 8 april 2020, therefore there are now two MFR reports in duplicate for the same complaint (B)(4). This follow up report # 1640201-2020-00010 is done to inform that the MFR report # 1640201-2020-00010 does not need to be considered anymore. Any follow up concerning the investigation for complaint (B)(4) will be communicated with reference to the MFR report # 1640201-2020-00008. We apologize for the inconvenience created by this duplication.

Manufacturer narrative:
The review of historical data indicated that no other similar complaint was reported for the same sterilization lot number. The device history records review concludes that there is no non-conformance / planned deviation in relation with the event reported. The involved product was returned to intervascular . A visual inspection by our quality assurance (qa) supervisor is anticipated but not yet performed. The investigation is still ongoing. A follow-up report will be sent upon completion of the investigation. Please note that because we did not receive any ack3 for the previous initial MDR (MFR report # 1640201-2020-00008) made for this complaint, a second initial MDR is sent.

Event description:
Complaint #(B)(4): the product was opened to use during surgery and hair was found in the product. The surgery was finished with a new product of the same model that he had. The product can be returned.